Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 130 mg/dl. Customer reported that the insulin pump is alarming no delivery and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.